Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 [date of submission (B)(4) 2011]-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the pump was evaluated and found to be delivering insulin accurately. Insulin delivery totals correctly reflected programmed values. The pump was exercised for 24 hours with no issues. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2011, the lay-user/patient contacted animas and reported elevated blood glucose (bg) levels. The patient claimed that his bg levels were elevated since (B)(6) 2011, and his bg level reached "553 mg/dl" with symptoms of nausea and vomiting. The patient claimed that his normal bg range is "100-240" mg/dl. The patient mentioned that his bg's came down with an increase in temp basal and with a site change. The patient mentioned that on (B)(6) 2011, he had noticed moisture at the site but denied observing a bent cannula. Through troubleshooting, the animas representative involved in this contact determined that there was no evidence of a mechanical malfunction of the pump. The pump's tdd added up correctly. No redness was noted at the sites. The patient denied observing bubbles or leaking from the cartridge(s). The representative informed the patient about site issues including scar tissue and the need to rotate sites. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed he developed an elevated bg level that meets animas' criteria for a serious injury. However, the patient's injury can be attributed to possible use-error related to pump therapy since the patient's bg's reportedly came down after a site change and increase in temp basal delivery.